Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable pacemaker recently exhibited rapid battery depletion with a 683% elevated power consumption rate. The projected longevity was noted to have decreased to less than six months remaining over the course of three months since the implant procedure. Additionally, the right ventricular (rv) lead trends were highly variable with measurements unable to be recorded. There was also the sudden appearance of rv over-sensing. Boston scientific technical services (ts) was contacted, and it was confirmed that the power consumption was abnormally high and that the device should be replaced. Ts strongly recommended verifying the rv lead performance via electrical testing. The physician subsequently explanted and replaced the device and rv lead to resolve the event and no additional adverse patient effects were reported. The explanted pacemaker and rv lead are expected to be returned for analysis.